Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was over 600 mg/dl. Troubleshooting for high blood glucose was performed. Customer feels the insulin pump was not properly delivering insulin and that they have been treating their high blood glucose with a lantus shot and a dose of regular acting insulin. Customer advised they used the insulin pump and manual injections as well. Customer experienced vomiting and diabetic ketoacidosis. Customer advised they were placed on insulin drip at the hospital and their blood glucose was fine. Customer advised when they went home their blood glucose started to go high even though they changed out their set. Customer was wearing the insulin pump at the time of hospitalization. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose levels per healthcare provider's instructions.